Manufacturer narrative:
Investigation summary: one photo of the top view of two safetyglide blister packs (p/n 305901) were received and evaluated. One blister pack was from batch 8187585 and one could not be determined from the photo. The reported defect could not be confirmed based on the evidence provided. The reported defect could not be confirmed based on the evidence provided. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle clog occurred during use with a needle sftygld 25x5/8 rb. The following information was provided by the initial reporter, "we are using bd 25g x 5/8 needles to administer a solution in our oncology unit. The needles in the older packaging seem to work fine, while the newer needles are clogging. The only difference I can see is the packaging because they're the same ref #. The needles work with other solutions--it is just this particular solution that is a thicker viscosity."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle sftygld 25x5/8 rb. The following information was provided by the initial reporter, "we are using bd 25g x 5/8 needles to administer a solution in our oncology unit. The needles in the older packaging seem to work fine, while the newer needles are clogging. The only difference I can see is the packaging because they're the same ref #. The needles work with other solutions, it is just this particular solution that is a thicker viscosity."